Manufacturer narrative:
The subject device was not returned for evaluation. The user facility discarded the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, user saw a light coming from the mid-shaft of the fiber when they are inserting the fiber into the laser generator. The issue found during a therapeutic procedure. The fiber was replaced to continue with the procedure and the intended procedure was completed with no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to service where it was found that the distal end of the fiber was confirmed to be used and the proximal end shows no physical damage. No distinct breakage of the fiber was found. No other physical defects of the fiber were found. It is likely that the breakage is too small to be seen in the sealed packaging. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the failure mode was due to mishandling. The fiber was tested for transmission efficiency just prior to packaging the fiber. At that time, the fiber passed. Given the fiber condition and details in the complaint, the likely cause of the failure is that the fiber was stressed enough to create a fracture or break. At the site of damage, the aiming beam would emit light. Olympus will continue to monitor the field performance of this device.